Event description:
Additional information received from the patient indicated that a manufacturing representative corrected their por message and inability to recharge following emi exposure. The patient¿s issue was resolved. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient was trying to recharge a warning power on reset was seen. The patient could then not charge due to the por. The last recharge session was 5-6 days prior to the call on (B)(6) 2017. Electromagnetic interference (emi) was reported as the patient had been receiving radiation for unrelated pancreatic cancer. Health care professional (hcp) listings were provided as the patient was going to look for a hcp in their area to see regarding the por.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient¿s remote was not working because they got a ¿call your doctor¿ message when attempting to charge. It was noted that the issue occurred about a week prior to the date of this report. It was further reported by a manufacturer representative that the patient¿s implantable neurostimulator (ins) was in an overdischarged state. The manufacturer representative stated that they were doing a ¿por¿ for a patient but the 60 minute clock kept disappearing off the screen. It was further clarified that the manufacturer representative had seen a power on reset (por) and the recharger kept switching over to a normal restarting screen, but they had kept starting physician mode restarts (pmrs). The manufacturer representative mentioned that sometimes they would have to try a few times to get the pmr started successfully. Troubleshooting steps were reviewed. The manufacturer representative was to continue recharging and clear the por as soon as the ins was 25% charged. It was also reviewed that seeing a por and a normal recharging screen was what was supposed to happen and the amount of pmrs needed would vary. No patient symptoms were reported and there were no further complications.